Manufacturer narrative:
H6: code b01, c24: the primary complaint of vsx device delivery catheter separation during withdrawal was confirmed. The distal shaft of the vsx device as returned for evaluation was separated from the delivery catheter at the transition. Evidence of prior bond formation at the transition was observed. The root cause of the confirmed separation of the vsx device distal shaft from the delivery catheter during withdrawal could not be established.

Event description:
The following information was reported to gore: on (B)(6) 2024, the physician performed a surgical repair of the common femoral artery, where later an endovascular procedure was performed to implant a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device). The patch in the femoral common artery was punctured in anterograde way to treat the superficial femoral artery. A 8fr 11 cm length destination sheath (terumo) and a 035 " 260 cm length terumo glidewire were used. The viabahn device was successfully implanted, but when the catheter was retrieved outside of the patient after the implantation, it did split in this precise moment. The physician took the most external part and the most distal part, which remained in the hemostatic valve of the sheath. It was taken out and completely retrieved with no incidences for the patient.

Manufacturer narrative:
A2, a3, a4: patient information was requested, but not made available due to privacy laws. H3 other: h6 code b14, c19: a review of the manufacturing records was completed and indicated the device met pre-release specifications. H6 code b17, c20: the medical device was received, the investigation results are still pending. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.